Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed no delivery during prime. The customer's mother feels unsafe with insulin pump. Customer changed sets several times, but alarm continued. Customer's blood glucose was unknown.